Manufacturer narrative:
(B)(4). Statement from manufacturer: received six used filled easypump ii lt 270-27-s-us samples without original packaging for evaluation. The received samples were visually examined. It was observed that all of the returned samples were without the wing caps. No other deviations were noted. Additionally, the samples were filled with nacl 0.9% up to the nominal volume and a functionally tested. After filling and waiting for a while the pumps worked (solution was running). Leakage was not detected. Reviewed the device record and no abnormalities were found during the in process or final inspection. Based on the results of the investigation; no conclusions can be made regarding the cause of the event. If additional information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: event 1. The customer reported that "we have a patient using the b. Braun easy pump 270/10's for a continuous antibiotic infusion and his 6 remaining doses are leaking from the inner membrane (elastomeric) into the outer membrane". No patient injury.